Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that the ventricular lead impedances were variable. Interroga- tion revealed <200 ohms impedance, but several measurements following were consistent at around 400 ohms. The lead was subsequently explanted.